Event description:
A customer reported that their pump screen was dark and wouldn't turn on. Despite this issue, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was guided by technical support to troubleshoot the issue, including verifying the pump wasn¿t plugged in and attempting to restart it. Although these attempts were unsuccessful initially, plugging the pump into a power source eventually resolved the issue, displaying the welcome message screen. Technical support educated the customer on battery maintenance, advising them to monitor the system and report any recurrent issues.